Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Updated adverse event/product problem b1, describe event or problem b5, explant date d6b, type of reportable event h1, impact codes h6.

Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) presented a bulge. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) presented a bulge. The ipp is currently implanted. There were no patient complications reported.